Manufacturer narrative:
Evaluation, results: out of specification (additional component on device). Conclusion: device was out of specification in a manner that relates to event (additional component on device). (B)(4).

Event description:
It was reported that a physician was using a fibernet embolic protection device for a carotid stenting procedure. After removing the device from the packaging, the physician extracted the fibernet from its hoop and he extracted the protection tube from the filter. At that point, the physician noticed that there was another small tube on the device tip. The physician extracted the tube and continued the procedure normally with the device; the procedure was successful and no patient injury or other clinical sequelae were reported for this event. Analysis of photographic image: a photograph of the additional component that was removed from the device was received. It is reasonable to consider that the tube that was found is a polyimide tube used during the device assembly process and was not removed during the manufacturing process.